Manufacturer narrative:
No device analysis results are available because the device remains implanted. Sensor migration confirmed via chest x-ray. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.

Event description:
It was reported that the cardiomems sensor migrated to the patient¿s right ventricle. The patient was implanted on (B)(6) 2024 and it was reported that during the implant procedure the sensor was initially deployed in the intended location. However, immediately after the patient took a deep breath and the sensor shifted down into a narrower vessel approximately 5 mm wide. Several attempts were made to reposition the sensor, and ultimately, it was successfully retracted into the target area with the aid of the catheter balloon. The sensor ultimately placed in a vessel with approximate width of 7.5mm. On (B)(6) 2028 the patient was unable to get a reading from the sensor and xray images were obtained which confirmed the sensor had migrated to the right ventricle. There were no adverse consequences to the patient. The physician opted to leave the sensor in the right ventricle and will continue to monitor.